Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure video of the event were provided for review. A review of the instrument log for the instrument (pn 420172-17/lot # n1210524 158) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system usg124. The instrument had 7 uses remaining after the last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted partial nephrectomy surgical procedure, the power cable of the maryland bipolar forceps instrument was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have broken conductor wire at the yaw pulley on the distal end. The conductor wire was completely broken at the grip-crimp location. The instrument failed the electrical continuity test. No insulation damage was found. No signs of thermal damage were observed. The root cause of the broken conductor wire is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.